Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and damage on the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with manual injections. The customer stated that her reservoir is leaking. The customer stated that there are also large bubbles and the reservoir area smells like insulin. The customer stated that the leak is at the bottom of the reservoir. The customer stated that her belt clip broke. The customer will be sent replacement pump, belt clip and reservoirs.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was tested with a water fill test reservoir and no bubbles or leaks were noted. The insulin pump was received without belt clip unable to confirm damage. No cosmetic damage noted.